Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and four photos. Upon inspection of the received unit and the photos it was identified that the button was not depressed and the needle was not retracted. Functional testing for needle retraction was conducted and it was observed that the button would not depress; therefore, the needle did not retract as expected. The reported defect was confirmed. Further inspection revealed that adhesive was present between the hub, grip, and button that hindered the button from depressing and the retraction of the needle. During manufacturing, adhesive may be incorrectly placed due to adhesive build up or part misalignment. Preventative maintenance and in process sampling are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. The following information was provided by the initial reporter. The customer stated: "the hcp pressed the button but the needle was not retracted."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. The following information was provided by the initial reporter. The customer stated: "the hcp pressed the button but the needle was not retracted."